Event description:
It is reported that the patient has been revised due to a disassociated articular surface.

Manufacturer narrative:
Evaluation summary: a review of the ap and lateral radiographs confirm the articular surface has dislocated anteriorly. The radiograph clearly indicates that a locking screw was not implanted. The package insert requires a locking screw be implanted with 17mm and thicker articular surfaces to prevent this issue from occuring. The issue is due to a failure to follow instructions. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.